Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xpert pro self-expanding stent system peripheral self-expanding stent system instructions for use (IFU) as a possible complication of vessel use. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2021, treating a target lesion in the tibioperoneal trunk artery. The xpert pro stent was implanted. On (B)(6) 2022, the patient was re-hospitalized with acute leg pain. Acute ischemia and loss of pulses was noted. Ultrasound confirmed thrombosis in the superficial femoral artery; however, it could not be confirmed that thrombosis was within the xpert pro stent. Amputation of the leg was performed to treat the ischemia on (B)(6) 2022. No additional information was provided.